Manufacturer narrative:
B3: january was the reported month of the event, but the exact day not provided. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The customer's stated problem was confirmed as a result of checking the error log, but it was not replicated during testing. There was no known cause of the reported issue, and no repair was provided at the customer's request.

Event description:
It was reported that the device "displays lec1340." There was no patient involvement.